Event description:
It was reported that during a procedure the cobalt hv polymer powder was found to contain a foreign substance after it was poured into a bowl. Another cobalt hv polymer powder was used to complete the procedure. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Evaluation of product found evidence that product left the biomet facility containing debris. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay that this product is not licensed for distribution in the united states.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.